Event description:
On (B)(6) 2022 a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022 the patient became unwell and was hospitalized with a diagnosis of peritonitis, which was treated with unspecified antibiotics. The cause or source of the peritonitis was unknown and a physician thought it could be due the patient's gallbladder. At the time of report, the patient recovered and was scheduled to be discharged from the hospital. No further information was available.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.